Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined that the cutter failed testing. The cutter gear was replaced; however the cutter could not be entirely repaired as it would need to be replaced. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It has been reported that the device was not cutting properly, incomplete mesh. At product evaluation investigation the cutter did not pass the cut test. No adverse events were reported as a result of this malfunction. No additional event information available.